Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321; UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) of 4 intervertebral discs, which is in between l1-l5, posterior lumbar interbody fusion (plif) at l5/s and posterior fixation from t9 to s2ai due to degenerative scoliosis. Post-op, rods breakage occurred on both sides of l5/s. Due to this revision surgery was performed on (B)(6) 2019. Patient complications were unknown at that time.